Event description:
Customer reported that the transmitter was not holding a charge. She stated that the connection bridge and pins did not appear to be damaged. She stated that she had gone to the hospital for a low blood glucose reading of 37 mg/dl and had the paramedics treat her for a low blood glucose of 47 mg/dl. She stated that she had gotten her blood glucose back in range. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Refer to medwatch 2032227-2014-37436 and 2032227-2014-37437.